Event description:
It was reported that this right ventricular (rv) lead shock impedance has gradually increase and has reached out-of-range measurements. Technical services (ts) indicated that the increase may be clinical-related, as the increase is very gradual and there are no other signs like noise noticed after a latitude review. Ts recommended troubleshooting to discard any impairments with the rv lead. Reportedly, the implantable cardioverter defibrillator related to this rv lead was replaced and a shock test was performed during the replacement procedure that resulted in 115 ohms. As this measurement was within range, ts did not see a risk of potential under conversion. This rv lead remains in service and no adverse patient effects were reported. Additional information was received which indicated that, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.